Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleed is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines. The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of the lvad system as outlined in the instructions for use. While the root cause of the event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Underlying individual patient factors and inr above the recommended range may have contributed to the reported event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that this patient as admitted after noting black stools for three days. Hemoglobin was found to be 6.4 and inr 6.1 upon admission. The patient was subsequently transfused. Gastroenterology was consulted. It was stated that it was not safe to undergo scoping with that elevated of an inr. The patient underwent a small bowel enteroscopy to identify source of gastrointestinal (gi) bleed. The enteroscopy revealed one non-bleeding angioectasia in the jejunum. This was treated with argon plasma coagulation (apc). Clip was placed. Hemoglobin improved thereafter and no transfusions have been indicated since (B)(6) 2016. The patient received a total of 3 units packed red blood cells (prbcs) over two days. The event resolved on (B)(6) 2016. The event was deemed by the site as unrelated to the device and related to patient condition. No further information was provided.